Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). Additional information was received indicating that loc was noted with outputs at 6 volts (v) at 1.0 milliseconds (ms) along with high, out-of-range (oor) pacing impedance measurement greater than 2,000 ohms due to a potential lead fracture. However, the lead fracture was not confirmed through x-ray. Subsequently, the rv lead was explanted and successfully replaced. This product will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing and report will be updated once analysis is complete.